Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that earlier that morning, the customer experienced a low blood glucose (bg) level of 60 mg/dl. The customer took glucose tablets and bg level is reported to be stable. A recommendation was made for the customer to consult the healthcare provider regarding bg level.